Event description:
It was reported by a customer complaint that the patient was hospitalized after they had an episode of hyperglycemia allegedly due to the pump powering off during the night while they slept. The patient requested a review of the device to rule out any device related issues as the source incident. As of the time of this report the reporter has not yet returned the device to the manufacturer for evaluation.